Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant potassium results on a patient. There were no results, no patient information, nor details surrounding the event available at the time of the initial report. On (B)(6) 2026 results were provided. However, no patient information nor datails surrounding the report. Return product is not available for investigation. Method. Date .tested. Result. I-stat. (B)(6) 2026. 09:53. 2.4 mmol/l. Lab. Ni. Ni. 4.12. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.